Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for explant of the pulse generator due to pocket erosion. The device was removed. There were no adverse consequences reported.